Event description:
It was reported that the patient who was admitted in a coma. Cta (computed tomography angiography) revealed left ica (internal carotid artery) terminal occlusion, and the physician decided to proceed with endovascular treatment. After delivering a long sheath to the target position, the physician used a subject device (thrombus aspiration catheter) and advanced it with a delivery wire through a microcatheter across the occluded segment. A retriever stent was then deployed. The retriever stent was pulled back with a combination of aspiration and retrieval, but no thrombus was captured. The physician performed a second pass; however, at that time the microcatheter was found to have significant kinking. Upon inspection, the proximal end of the subject device was found to be fractured. The physician then requested replacement with a new aspiration catheter of the same model and a new microcatheter. After replacement, aspiration and retrieval were performed again, and the thrombus was successfully captured. The procedure was completed without complications.